Manufacturer narrative:
Upon follow up it was reported that on an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. One day prior to receipt of this report, the treatment with the unspecified antibiotics was discontinued. The same day the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unreported date in 1974. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was diarrhea. On an unreported date, the patient was hospitalized for the event of peritonitis. Treatment rendered for the event and the action taken with dianeal therapy was not reported. It was not reported if the patient was recovered from the event. No additional information is available.